Event description:
It was reported that the metal tip broke inside while inserting the anchor to the bone. No patient injury reported. A backup device was available to complete the procedure with no patient injuries. A delay greater than 30 minutes was reported.

Manufacturer narrative:
One twinfix ti 5.0 ultrabraid assembly was returned for evaluation. Visual assessment confirmed the threaded portion of the anchor has broken off and not returned for examination. The anchors eyelet remains in the hex of the inserter and is misaligned. As reported the patient had hard bone and an awl was used to prepare the insertion site.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.